Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of info a MDR will be filed against the cycler while undergoing review by post market clinical dept and manufacturing plant.

Event description:
A peritoneal dialysis patient's pd nurse stated the patient was hospitalized for peritonitis. No further info was provided.